Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported the infusion device did not correctly provide an e2 battery depleted error before shutting off. No adverse event was reported. The alleged product was replaced and requested for evaluation.